Event description:
User facility reported a hysteroscopy revealed a uterine perforation following an attempted novasure ablation. Additional info was received from the physician on 09/08/2008. She reported she did a pre-hysteroscopy, a fractional curettage, two soundings (one with the suresound and one with a metal sound), attempted to seat the disposable device without success, removed the device and repeated the sounding, attempted the ablation again and had three unsuccessful cavity integrity assessment (cia) tests. She repeated the hysteroscopy and found a "1/2 cm perforation" in the center right of the fundus. She reported she does not know which device perforated the uterus. She then did a laparoscopy and "placed 2-3 stitches at the site of the perforation". The patient was admitted overnight and given two doses of prophylactic IV (intravenous) levoquin (levofloxacin). The patient was discharged home the next day on prophylactic levofloxacin by mouth. The patient was seen one week post procedure and the physician reported "she was doing fine".

Manufacturer narrative:
Device history record (DHR) review was conducted for the disposable device. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. DHR review was conducted for the radio frequency controller. There were no observations noted at the time of MFR. No relationship can be established between DHR and current complaint. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) under the warning section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36). Although designed to detect a perforation of the uterine wall, it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.